Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue; random call service 064 alarm received from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas customer support received additional information on this complaint today that changed the product involved in the reported issue. The product involved was determined not to the animas insulin pump. Therefore, no complaint against the animas otp insulin pump is being made and we request this complaint be considered void/complete.